Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the fracture of the liner was likely due to wear and fatigue. There are warnings in the package insert returned with the units that state that this type of event can occur: under possible adverse effects: the IFU attached in the complaint states: possible adverse effects: #9. Fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight. And #11. Wear and/or deformation of articulating surfaces.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to pain, luxation and fracture of the polyethylene acetabular liner. The acetabular cup, liner and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.